Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: three devices were used and each ripped. The final bag ripped and spilled the specimen into the pt as it was being removed.